Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified posterior tibial artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole and a 1.5mm circumferential tear at the markerband. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.